Manufacturer narrative:
(B)(4). Method: the complaint ojr410 junior cannula was received at fisher & paykel healthcare (f&p) in (B)(4) where the cannula was visually inspected. Results: visual inspection of the complaint cannula revealed that one side of the cannula tubing was detached from the connector overmould. Glue residue was visible inside the swivel grip connector and the detached end of the tube. Conclusion: we are unable to determine the cause of the reported event. However, the damage was most likely caused by an excessive pulling force being exerted on the tubing. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, a tube tensile strength test is carried out, also samples are taken from each run pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at the time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm).

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the tubing of ojr410 optiflow junior 2 nasal cannulas detached from the connector after 2 days of use. There was no patient consequence.